Event description:
During a routine autocapture test, oversensing was observed on the device. Technical support was contacted and provided reprogramming recommendations. The device was then reprogrammed and resolved the event. The patient is stable.